Event description:
The patient mentioned that the meter had not been working for the past two weeks. Since the meter had not been working, the patient was still taking the set amount of diabetes medication. Glucophage in the am and 40u of lantus at night. The patient woke up the other day feeling dizzy and nauseous. Patient did not try to test on the meter, because the meter did not work for the past two week. Patient contacted the physician and scheduled and appointment for that afternoon. Patient went ahead and took the set amount of medication. When the patient arrived to the physician's office the blood glucose reading was 366 mg/dl. The patient was treated with insulin ("10cc of humalin ru100") and released. The patient is using the correct test strip and the meter powers on when pressing down on the power button; however, does not power on, when the test strip is inserted all the way into the meter. Customer service sent the patient a replacement meter. The event does not meet the criteria for an adverse event, since the patient did not try to test their blood glucose the day of the event. Patient had stopped testing on the meter two weeks prior. This case is being reported as a malfunction, since the meter does not power on when a test strip is inserted into the meter.